Event description:
It was reported that the device external hard paddles "adult adapter" came off. Hence, the device was unable to deliver defibrillation therapy thru the paddles. There was no pt use associated with the pt.

Manufacturer narrative:
(B)(4): physio-control provided the reporter technical assistance and the requested replacement adapter assembly part number and price info. Follow up with the customer found that the biomed replaced the external paddles to resolve the reported problem and returned the device to service. The removed assembly has not been returned to physio-control for eval. Therefore, further investigation could not be performed.